Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the patient was seen in the clinic and interrogation of the device revealed dashes (---) and no communication was available. The rate could not be programmed and return to standard was not successful.